Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# mnmjl8; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 4h7a27; delta c-taper head 36mm +5; cat# 18-3605; lot# 51825702; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 28149t; secur-fit max 132 hip stem #9; cat# 6051-0935s; lot# mnpd36. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported by the patient, he had a right tha done on (B)(6) 2015 and a left tha on (B)(6) 2015. Since he's had his surgeries, patient started to experience quad tightness, pain, his left foot turns in. He experiences pain from his lower back to his knee. He is experiencing cramps, groin pain, outside quad pain. He no longer has the reflex when he trips on something he'll fall. Patient now uses a cane. He is no longer active as he was before his surgeries. Patient would like to know if his implants are part of recall. He would like to know why he is experiencing these symptoms. This pi is for left tha.